Event description:
It has been reported that the system was down. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system does not turn on. Upon functional testing, fse found that the loss of the can connection and sib error. The fse replaced collimator power supply. After replacement of the collimator power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.